Manufacturer narrative:
Concomitant medical products: 150ml b. Braun bag ndc 0264-1800-32. 0.9% sodium chloride injection; therapy date: (B)(6) 2016. The customer¿s report of an overinfusion was not confirmed. Physical inspection noted the pump module to be in fair condition with the instrument seal intact. A tear was observed in the primary set in the silicone tubing at the upper fitment. The pcu event log and data set were not received for review. Analysis of the pump module event log showed no infusions having been started on the reported event date (B)(6) 2016). The pump module was last programmed at 5:19 pm on (B)(6) 2016 to infuse at 30ml/hr. The infusion was paused at 5:20 pm and then restarted at 5:40 pm. The infusion was paused again at 5:51 pm and remained paused until the device was channeled off at 10:56 pm. Functional testing was performed and found the device to be delivering fluid within specification. The primary set was observed to leak from a tear in the silicone tubing at the upper fitment. The customer did not report any leaking; therefore it is unknown if the tear was present during the event or occurred afterward. The root cause of the reported overinfusion was not identified.

Event description:
The customer reported that a 1 unit /ml insulin drip (total 100 units) had just been hung to infuse at 5ml/hr. When the nurse went back to check the hourly blood sugar the pump was alarming for empty volume and the bag was empty. The patient was monitored closely including continuing hourly blood sugar levels and was given several doses of d50 for blood sugars that were in the 50's range.

Manufacturer narrative:
150ml b. Braun bag ndc 0264-1800-32. 0.9% sodium chloride injection; therapy date (B)(6) 2016. The customer¿s report of an overinfusion was not confirmed. Physical inspection noted the pump module to be in fair condition with the instrument seal intact. A tear was observed in the primary set in the silicone tubing at the upper fitment. The pcu event log and data set were not received for review. Analysis of the pump module event log showed no infusions having been started on the reported event date ((B)(6) 2016). The pump module was last programmed at 5:19 pm on (B)(6) 2016 to infuse at 30ml/hr. The infusion was paused at 5:20 pm and then restarted at 5:40 pm. The infusion was paused again at 5:51 pm and remained paused until the device was channeled off at 10:56 pm. Functional testing was performed and found the device to be delivering fluid within specification. The primary set was observed to leak from a tear in the silicone tubing at the upper fitment. The customer did not report any leaking; therefore it is unknown if the tear was present during the event or occurred afterward. The root cause of the reported overinfusion was not identified.

Event description:
The customer reported that a 1 unit /ml insulin drip (total 100 units) had just been hung to infuse at 5ml/hr. When the nurse went back to check the hourly blood sugar the pump was alarming for empty volume and the bag was empty. The patient was monitored closely including continuing hourly blood sugar levels and was given several doses of d50 for blood sugars that were in the 50¿s range.